Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 2 (the main arm cannot communicate with the motor arm), pump error 81 (the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was) and failed battery alarm. The customer also reported that pump did not vibrate during self test. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump did not passed self test. Customer is not using quick bolus speed feature on an impacted pump. The pump did not vibrate during self test. Troubleshooting was declined for battery failed alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit passed the sleep current measurement and active current measurement test. Unit failed to vibrate during self test. Thump software was utilized to upload trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call to confirm complaint codes. No pump error 81 alarms noted during testing. However, the adapt tool recorded a onetime occurrence of pump error 81 on 06/01/2025 20:18:48.000. Adapt tool also recorded pump error 2 on 06/01/2025 at 20:19:03.000 and 20:19:49.000. (File num/line num: 51/1455). Per software engineer log, pump error 2 was triggered on main mcu since ipc test failed 5 times in a row - suspecting the hw. The baat tool was also utilized to confirmed power graph and other battery related anomalies. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Battery cycle 2.0 received the lowbatteryalert (104) on 05/22/2025 09:17:00 after more than 7 days at 18.79 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit tested successfully. No failed battery alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Isolate to vibrator/harness board. Unit was received with the following cosmetic damages: scratched case, stained keypad overlay and battery tube threads - cracked. In conclusion, customer concerns of failed batt test were not confirmed. Unit powered up properly after battery installation and was tested successfully with no battery related anomalies noted. However, unit failed to vibrate during testing and pump error 2 was also recorded in download history files. Isolate to vibrator/harness board and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.